Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: bottle 2 (formalin) was out of contact with the corresponding sensor for sufficient time to replace the reagent; and the station properties were reset at 04:40:14am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 2 prior to these user actions were: formalin concentration=98.4%, cycle=15, cassettes= 1586 and days=25. Bottle 12 (xylene) was out of contact with the corresponding sensor for 5 minutes and 33 seconds from 04:34:32am on (B)(6) 2020, which is sufficient time to replace the reagent; and the station properties were reset at 04:40:16am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 12 prior to these user actions were: xylene concentration=65.1%, cycle=41, cassettes= 4104 and days=28. Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "factory 6hr xylene standard" protocol comprising 216 cassettes, which started in retort a at 16:45pm on (B)(6) 2020 and completed at 22:49pm on (B)(6) 2020; and the "factory 8hr xylene standard" protocol comprising 125 cassettes, which started in retort b at 17:01p on (B)(6) 2020 and completed at 01:06am on (B)(6) 2020. The station properties for bottles 1 (formalin); 2 (formalin); 3 (70% ethanol); 4 (70% ethanol); 5 (ethanol); 6 (ethanol); 7 (ethanol); 8 (ethanol); 9 (ethanol); 10 (ethanol); 11 (xylene); 12 (xylene); 13 (xylene); 14 (xylene); 15 (cleaning xylene); 16 (cleaning ethanol); and the wax in all four (4) wax baths were set between 05:50am and 06:58am on (B)(6) 2020, which was following completion of the two (2) protocols, from which sub-optimal tissue processing reported by the complainanat as the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 12 (xylene) was used for the final clearing step of both the "factory 6hr xylene standard" protocol started in retort a at 16:45pm on (B)(6) 2020; and the "factory 8hr xylene standard" protocol started in retort b at 17:01pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for xylene is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Information detailed by the fss indicates that bottle 12 may have been filled with an "incorrect reagent" prior to execution of the processing runs from which sub-optimal tissue processing was reported by the complainant. It is not possible to determine the "incorrect reagent" used to fill bottle 12 from the information available. However, it was noted that the station properties for both bottle 2 (formalin) and 12 (xylene) were reset at 04:40am on (B)(6) 2020. Based on the information provided by the complainant, the root cause of the sub-optimal tissue processing was a use error, which occurred between 4:34:32am and 04:40:14am on (B)(6) 2020, when replacing the reagent in bottle 12 (xylene). Specifically, information detailed by the fss indicates that bottle 12 may have been filled with an "incorrect reagent" prior to execution of the processing runs from which sub-optimal tissue processing was reported by the complainant. The findings suggest that a user failed to correctly complete manual replacement of the reagent in these bottles in accordance with the information detailed in section 5.4.4 of the leica peloris/peloris ll user manual.

Event description:
Leica biosystems received the following complaint involving peloris ii rapid tissue processor serial number (B)(4): "run completed with no errors, but tissue under processed on both retorts a (80 cassettes) & b(125 cassettes)." The complainant also provided a photo of the retort lid as it appeared when opened. On 23 july 2020, the leica senior applications specialist - core histology (fss), visited the customer site in order to obtain further information regarding the circumstances involved in this complaint and to provide applications support. The fss detailed the following: "instrument appears to be well maintained, water not noted in the wax baths. Customer changed out all reagents and waxes, and then ran successful test runs. Bottle 12 was changed prior to this run. It was also used in the impacted runs. The customer states that they also think their [sic] may have been an incorrect reagent put in that bottle accidentally which caused this event." The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from a six (6) hour protocol commenced in retort a at 16:45pm on (B)(6) 2020 comprising 216 cassettes and an eight (8) hour protocol commenced in retort b at 17:02pm on (B)(6) 2020 comprising 125 cassettes. The tissue type(s) and size(s) for these protocols were both detailed as various; and the affected tissue samples were re-processed on another peloris ii rapid tissue processor located in the laboratory. Customer training was not conducted in association with this adverse event. On 23 july 2020, the leica senior applications specialist - core histology received information that all cases involved in this event were diagnosable.